Manufacturer narrative:
(B)(4)

Event description:
It was reported that "leaking at the y junction via white lumen." The device was removed. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".